Event description:
A revision surgery was performed on july 2 due to dislocated acetabular component. Cocr head removed as part of that extraction of dislocated devices. It was implanted redapt modular shell with locking screws and constrained liner and ox 22 +0 head. Patient still in hospital. Seemed quite unwell, with blood transfusion running prior to case start. The adverse event happened not due to faulty s+n product.

Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocated acetabular component. Cocr head removed as part of that extraction of dislocated devices. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation, therefore, no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy, surgical technique or limited range of motion. It was communicated that the patient is still in the hospital. The adverse event was not due to faulty sn product. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.